Manufacturer narrative:
The device was returned to mmdg for evaluation. During the investigation the platen door was visibly bent. The pump appears to have sustained impact damage. The curlin pump does contain a warning label that states "warning: impact may cause damage. If dropped, pump must be checked for accuracy prior to use."

Event description:
The initial reporter reported that the pump alarmed error code 14. The initial reporter did also state that this occurred during testing and there was no patient involved. When the pump was returned to mmdg the platen door was visibly bent and the pump failed the 40 psi test that is used to check for potential free flow. (B)(4).